Manufacturer narrative:
The date of the event onset was reported as an unknown month and date in 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. On an unknown date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.